Manufacturer narrative:
The agent reported, revision surgery due to the patient had pien. Complaint has been evaluated and is similar to report number 1644408-2020-00260; 341-10-705, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to pain.